Event description:
The pt's one touch basic meter was giving a "clean test area" (cta) message). The pt's blood glucose was unable to be tested due to the cta message. On an unspecified date, the pt developed nausea and vomiting and felt sweaty and pale. Again, the pt was unable to use the meter due to the alleged issue. Paramedics were contacted in 06/06, at 1:00 pm. The reporter indicated that the paramedics tested the pt's blood glucose using an unidentified device. She did not know what blood glucose readings were obtained by the paramedics. However, the reporter indicated that the pt rec'd insulin treatment. The pt was taken to a hosp where she stayed for three days. No info was provided regarding the hospitalization. The reporter did not have the meter with her for troubleshooting purposes during the call with the cusotmer care advocate (cca). It would have been helpful to know the following info: when did the cta issue start, when did the symptoms developed, what was the pt's medication/treatment regimen, did the pt follow the regimen during the time of concern, and did the pt attempt to treat the symptoms. In addition, it would have been helpful to know what blood glucose readings the paramedics and hosp obtained, what treatment she rec'd in the hosp, what was her hosp diagnosis, if the pt was cleaning the meter properly. The complaint is being reported due to the following conclusion: the pt was unable to test her blood because of the cta issue. The pt developed symtpoms, rec'd insulin treatment from the paramedics, and was hospitalized.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them.